Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was hospitalization but it had nothing to do with the insulin pump. Customer's blood glucose was unknown. No further information reported.